Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Prior to calling in, the patient was doing a head of the MRI and about 10-15 seconds into the scan, the patient noticed a vibration and whipping sensation in their womb/abdominal area. The patient then signaled the MRI tech to stop; the sensations went away. The MRI tech working with the patient indicated they were using "1.5t with t/r head coil only" and they were following the MRI guidelines provided by the manufacturing company. They tried shutting off the ins, but went ahead with the MRI scan thinking the ins battery was dead. Stopping the MRI scan addressed the symptoms the patient experienced. No further patient complications have been reported as a result of this event.